Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl due to having incorrectly programmed pump basal rate. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustment.